Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01313, 3005168196-2016-01315, 3005168196-2016-01316.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using a lantern delivery microcatheter (lantern), ruby coils, and pod packing coils (podj coils). During the procedure, while attempting to advance the first podj coil out of the lantern and into the target vessel, the physician was unable to advance the coil pass the proximal marker of the lantern. Therefore, the physician removed the podj coil and attempted to advance a new podj coil through the lantern; however, the coil was also unable to advance pass the proximal marker of the lantern and was removed. The physician did not experience any resistance while advancing these first two podj coils. Next, the physician attempted to advance a new ruby coil through the lantern but the coil became stuck in the lantern. Therefore, the physician attempted to remove the ruby coil; however, while the ruby coil was being retracted, it unintentionally detached from its pusher assembly. The lantern containing the detached ruby coil was then removed. Upon inspection of the lantern, the physician noticed that it was crimped or flattened at the distal end. The procedure was then successfully completed using another manufacturer's microcatheter and two new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that upon unpacking the returned devices for evaluation, it was found that the ruby coil in complaint was not returned. As of 12/07/2016, the ruby coil has not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device has not been returned.